Manufacturer narrative:
Additional product codes: hbe and erl. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon was notified that he had to do a revision to retrieve a drill bit. No surgical delay. The procedure successfully completed. The patient outcome is unknown. This report is for a drill bit. This is report 1 of 1 for (B)(4).